Manufacturer narrative:
D10 concomitant product: unknown progrip, unknown progrip mesh product (lot#unk) comparative learning curves and outcomes of robotic versus laparoscopic transabdominal preperitoneal inguinal hernia repair. / leonardo solaini, davide cavaliere, riccardo turrini, sara pellegrini, giuseppe rocco, francesco pasini, giulia bonini, daniela di pietrantonio, giorgio ercolani. / l. Solaini et al. / surgery 184 (2025) 109415 / https://doi.org/10.1016/j.surg.2025.109415. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study including (B)(4) patients who underwent minimally invasive (robotic or laparoscopic) tapp inguinal hernia repair between (B)(6), 2020, and (B)(6), 2024, were included, out of which (B)(4) were operated on with the robotic approach. A competitor robotic platform was used. Progrip mesh was used for all robotic cases and either progrip or a competitor mesh were used for laparoscopic cases. Vloc was used to close the peritoneal flap. Perioperative outcomes of the learning phase noted post-operative complications on (B)(4) patients under robotic approach and (B)(4) patients under laparoscopic surgery. Chronic pain for (B)(4) patient under robotic. Perioperative outcomes after the completion of the learning phase noted post-operative complications on (B)(4) patients under robotic approach and (B)(4) patients under laparoscopic surgery. Clavien-dindo on (B)(4) patients under robotic and (B)(4) patient under laparoscopic. One chronic pain on robotic approach. One readmission was reported; however, it was unknown what com plication led to the readmission.